Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was not returned to omsc for evaluation. Omsc and local service department reviewed and concluded that the reported event that the image didn't show up was not reportable event.

Manufacturer narrative:
The technician from olympus checked the subject device on site and found that the reported phenomenon was due to circuit board failure. The subject device was not returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the customer that during the preparation for use, there was endoscopic image failure and intermittent image was displayed. There was no report of patient injury associated with the event. The event date was unknown.